Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was in ventricular fibrillation (vf). Device delivered 2 bursts of anti-tachycardia pacing (atp) and 8 electric shocks but therapy was unable to covert the arrhythmia. On-call agent advised the healthcare physician (hcp) that no therapy was provided by the device, due to which hcp sent the patient home. Patient was in continuous vf when sent home. Patient was hospitalized the next day with continuous vf and reported to be stable. This device remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was in ventricular fibrillation (vf). Device delivered 2 bursts of anti-tachycardia pacing (atp) and 8 electric shocks but therapy was unable to covert the arrhythmia. On-call agent advised the healthcare physician (hcp) that no therapy was provided by the device, due to which hcp sent the patient home. Patient was in continuous vf when sent home. Patient was hospitalized the next day with continuous vf and reported to be stable. This device remains in service and no additional adverse patient effects were reported.